Manufacturer narrative:
Batch review performed on 07 february 2020: lot 186210: (B)(4) items manufactured and released on 02-oct-2018. Expiration date: 2023-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Patient match planning review performed by medacta mysolution: primary c_mar_rsk_gm_26051959. We analyzed each step of the myknee process; no errors have been found. Here below you can find the detailed analysis of the process: images qc: the dataset fully respects the protocol. The images were not expired at the time of the surgery. Reconstruction: the reconstructed profile follows precisely the contour of the bone. Planning - landmarks: all the landmarks were taken accordingly to the process. Pre-op information: as per the other cases, the only information available to the my knee team was about the bones. No pre-op information was available regarding: the status of the ligaments: this information, as for all the cases, is available just to the surgeon. The thickness of the cartilage: this information is not available, since this case is CT- based. Planning proposal: in the planning proposal, all the chosen parameters are within the range of preferences set by the surgeon on the website. Planning - validation: our planning proposal has been validated by the surgeon, without any changes in the parameters. Planning- choice of the size: we proposed a size 5 for the femur and a size 5 for the tibia. The surgeon implanted the chosen size on the femur, while he implanted a size 4 on the tibia. Femoral cutting block: all the pads are in contact with parts that cannot get detached. Tibial cutting block: all the pads are in contact with parts that cannot get detached. Femoral implant positioning: the prosthesis would fit with the parameters of the validated revision. Tibial implant positioning: the prosthesis would fit with the parameters of the validated revision. Extra-analysis: no extra-analysis is possible, since we have not received any x-ray. Conclusions: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly. Revision c_mar_rsk_jm_26051959: we analyzed each step of the myknee process; no errors have been found. Here below you can find the detailed analysis of the process: images qc: the dataset fully respects the protocol. The images were not expired at the time of the surgery. Reconstruction: the reconstructed profile follows precisely the contour of the bone and relative implant. Planning - landmarks: all the landmarks were taken accordingly to the process pre-op information: as per the other cases, the only information available to the my knee team was about the bones. No pre-op information was available regarding: the status of the ligaments: this information, as for all the cases, is available just to the surgeon. The thickness of the cartilage: this information is not available, since this case is CT- based. Planning proposal: this is a post-op revision case, therefore no myknee cutting blocks has been produced. For this cases we perform only a planning evaluation. Extra-analysis: no extra-analysis is possible, since we have not received any x-ray conclusions: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
Loosening of the tibial plate (no infection). All devices were revised and a gmk-revision system was implanted almost 1 year and 1 month after primary. The surgery was completed successfully.